Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned lead found no anomalies, it passed end to end continuity and inter-channel continuity testing and impedance readings on all channels were within spec.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report: 1627487-2021-01686; related manufacturer report: 1627487-2021-01687. It was reported that patient was unable to receive effective therapy from his initial permanent implant. Physician suspected the pain may be due to patient¿s sacroiliac joint. The system was explanted. There were no complications during the procedure. Patient was stable.